Event description:
Per the clinic, the patient experienced an infection at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 08, 2024.